Event description:
Reportedly, a 28mm ring was explanted after an implant duration of 3.80 months due to the mitral regurgitation. The customer reported that a physio ring ii was implanted for mitral valvuloplasty (mvp) to correct mitral regurgitation (mr) on (B)(6) 2011. A magna 3000j23 was also implanted for aortic valve replacement (avr) during the same operation. The customer commented that there were no problems at the implant. On (B)(6) 2012, both devices were explanted due to infection. The physio ring ii was replaced with a perimount 6900ptfx and an avr was also performed during the same operation. The customer commented that a decent amount of vegetation was observed on the inflow aspect (left ventricle side) of aortic valve, anterior leaflet of mitral valve and the mitral ring after an implant duration of a little over three months at the time of explant. Perforation was found on the anterior leaflet of mitral valve and the mitral ring was found to be detached.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The customer is not returning the device due to infection. However, the source and type of infection have not been disclosed. Conclusion: valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the customer commented that this explant was not device related.